Manufacturer narrative:
(B)(4). The device was received at the tampa bay facility operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy on drain 1 but passed the rite electrical test. The pal (product analysis lab) evaluated the device. The assignable cause for rite test failure - drain 1 for volumetric accuracy was determined to be insufficient contact between the scouring pad (chore boy) and the heat sink compound within the vsx chambers. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system while under testing failed returned instrument test/evaluation for volume accuracy during drain 1.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.